Event description:
It was reported that the patient indicated feeling a "bulge" at the base of the penis on the left with an inflatable penile prosthesis (ipp). The patient stated it got worse when the device was inflated. The patient reached out again a couple of days later indicating the bulge had gotten bigger and the length shorter. A CT scan was scheduled for (B)(6) 2020. The CT scan confirmed there was an aneurysm on the left cylinder causing the device to no longer properly inflate or deflate. A surgical procedure was performed on (B)(6) 2020 in which the existing device was removed and replaced. The patient did not experience any other issues.

Event description:
It was reported that the patient indicated feeling a "bulge" at the base of the penis on the left with an inflatable penile prosthesis (ipp). The patient stated it got worse when the device was inflated. The patient reached out again a couple of days later indicating the bulge had gotten bigger and the length shorter. A CT scan was scheduled for (B)(6) 2020. The physician indicated the patient might need a replacement. It was indicated that more information would be provided after the scan.